Manufacturer narrative:
(B)(4). D10: unk depuy cement. G2: foreign ¿ event occurred in canada. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 11 years post-implantation, the patient underwent a left hip revision due to antalgic gait, + trendelenburg sign, pain, leg length discrepancy 3-4mm, altr, elevated metal ions. During the revision noted a large amount of fluid, seroma, and synovitis. Converted hip resurfacing to total hip. Attempts have been made and no further information has been provided.